Manufacturer narrative:
G4:25nov2020. B4:29nov2020. H1:b5: the customer reported a ventilator that would not power on. There was no report of system leak test failure. The field service engineer (fse) evaluated the ventilator and confirmed the customer's reported problem. The fse identified that the power button on the front bezel was hard to press as if it had something behind the button that was sticky; and also identified that the power supply was defective. It was determined that both of these issues were preventing the unit from turning on. The fse replaced the front bezel, which contains the power button, and the power supply to address the problem. The device was confirmed to fully meet specifications and was returned to use after service was completed. Based on the evaluation and service performed, the customer¿s alleged malfunction was confirmed. The defective parts have not been received for internal failure analysis; therefore, the root cause at the component level cannot be determined at this time. If the defective parts are received, this complaint will be re-opened and a root cause analysis will be performed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16jan2021. B4:21jan2021. The replaced power supply was received for internal failure analysis. The customer's complaint was verified during testing. The root cause was determined to be failure of a power supply component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
The customer reported a ventilator that would not power on, and emitted a failed system leak test. There was no patient involvement or harm.